Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Discarded.

Event description:
It was reported that patient underwent an initial left knee arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2016 due to unknown reasons. During the revision procedure, the tibial bearing was removed and replaced.